Manufacturer narrative:
The device was requested but has not yet been returned. (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"The customer put the 3 way cock onto the luer lock on the blood inlet side and started priming, then s/he found that the priming solution was leaking from luer lock. The customer replaced the 3 way cock, however, the leakage didn't stop. The customer used other oxygenator(hmo71000) from their stock; leakage wasn't found." (B)(4).

Manufacturer narrative:
The sample was received on 2016-04-18 and investigated by the complaints laboratory in (B)(4). During the visual inspection of the oxygenator, a crack was detected at the luer connection on the blood inlet connector. Whilst performing the density test according to lv 201 (blood side), no pressure could be built up in the oxygenator because the liquid was flowing through the crack in the luer connection of the blood inlet connector. Therefore the failure was confirmed as the leakage was detected at this site/crack. The sample was investigated and the failure was confirmed. The DHR review however, showed no deviations and a systemic issue was not identified from the complaint database review as it appears there is only (B)(4) other complaint with the same failure. Therefore, a root cause could not be determined as to why the crack developed on the luer connector and a conclusion evaluation code could not be chosen. The data will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).